Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of bsc aware month and year was selected. Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed the functional tests for saline flow and connector function. The hene (helium-neon) functional test found no breaks along the fiber length. Microscopic inspection of the fiber tip identified that there was a distal circumferential fracture. Also, the glass tip was broken off and not pushed inside the metal cap. The glass cap was not returned with the fiber. Also, the laser was not aligned with the output window, indicative of glue failure. In addition, the forward firing functional test for this device resulted in an output which is above the threshold for potential patient harm. Therefore, the report evet of forward firing was confirmed.

Event description:
It was reported that during a photoselective of the prostate procedure, it was noticed that the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned device identified that there was a glass cap detachment.

Event description:
It was reported that during a photoselective of the prostate procedure, it was noticed that the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of bsc aware month and year was selected.

Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of bsc aware month and year was selected.

Event description:
It was reported that during a photoselective of the prostate procedure, it was noticed that the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications reported.